Manufacturer narrative:
(B)(4). Although requested, the set has not been received. A follow up report will be submitted with results should the set be received for evaluation.

Event description:
A customer reported a chemo sprayed when the microclave tubing was disconnected from the smartsite infusion set. Per customer's email: "when using the 1 ml microbore tubing and connecting it to the lower port of the smart site infusion set by alaris, the infusions are not flowing from the syringe pump. The syringe pump alarms indicating pt side occlusion. The pressure continues to build between the two sets and when you disconnect the lines they will spray fluid. The only way the two lines will infuse is if you flush the smart site with saline before connecting the two types of tubing together. We have had a chemo spill related to this issue." There was no report of pt harm. Medical intervention was not required. No additional pt or event info has been provided.